Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction: mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation and component codes), e1 (event site state) a gas loss alam was reported that it was unable to restart the pump until a colleague entered the room and pressed start. Nurse verified that there was no blood in the helium tubing and that all connections and cables were appropriate and secure. Nurse stated that the patient had been going in and out of ventricular tachycardia and ventricular fibrillation and had been shocked several times. Esp personnel explained that the alarm was likely triggered by the high heart rates the patient was experiencing. Prior to ending the call, esp personnel reviewed the troubleshooting steps should the alarm recur: verify no blood in the helium tubing, ensure all connections are secure and appropriate, press iab fill, and press start.

Event description:
Na.